Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during the pt transfer, the shoulder attachment clip broke with a maxi twin pt lifter. No injuries were reported as a consequence of the event. It has been established that the lift device (maxi twin) and the toilet sling was being used for pt handling at the time of the event. The hoist and the sling which work as a system were found to have not been to spec when the event took place. The lift device was inspected and no malfunction were indicated on the maxi. Twin lift that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh rep found, the sling with grey clips; even if we do not know the production date, we can state that this sling was supplied with IFU's that state the sling has a two year lifetime. Production of slings with grey clips was seized long ago (between 2005-2006), so definitely the sling was used longer than two years - the sling exceeded its lifetime. This is not likely to impact the performance of the sling when used according to the IFU, but this is an indication that the sling should not have been used and the labelling was not followed. From the info received regarding the event itself, it appears that the sling was applied to the person with the clips attached to the hanger bar. In our conclusion, we can state that since the clip broke at the lower bar, the place where the strap from the sling body pulls downward. This is the weakest part of the sling. This appears to be an indication of the clip being broken due to the application of outside force that causes the break. For example by using a washing press. During on-label use, one of four clips of a sling would never be exposed to such a pull force. However, we do not have enough info to indicate this as a certainty. Following our investigation, and review of related past events, we can state the event outcome of the lower bar breaking off the clip, however it took place, is not likely to happen when following the device labelling or the IFU. Therefore, we find it likely that the clip broke due to the combination of a worn sling (exceeded its lifetime) and the clip suffering stress that is not likely to be encountered during on-label use. The possible sequence of events presented above seems to be the most probable one and to be in line with the event description. Our eval conclusion; therefore, appears to be in line with a use error having occurred. The incident happened due to IFU not having been followed on several points. No training dates for the involved staff could be provided by the facility. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed the event could have been avoided. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip broken). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. From this eval, it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).